Event description:
It was reported to philips that the system could not be turned on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that there was an issue with power distribution cabinet. Fse instructed the customer to repair the issue. After repair, the system was returned to use in good working order.